Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch and alarm confirmed in history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was 14.0 mmol/l. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap was indented and customer was not able to complete rewind process due to receiving motor error alarms while priming. Alarm history showed excessive motor error alarms and a motor position encoder error alarm within the last thirty days. Customer was advised that insulin pump would need to be replaced.